Event description:
During a laparoscopic cholecystectomy, the cholangiogram forcep was inserted and the "working end" of the forcep broke off in the patient abdomen. Surgeon located the piece of insrument and was able to retrieve it.